Event description:
It was reported that the patient experienced an increased charge burden and pain was spreading upwards in the thoracic spine as well. Lead had high impedance and top half of leads gave abdominal stimulation. The stimulation cut out occasionally even when not moving. The patient underwent an implantable pulse generator (ipg) and lead replacement procedure and was doing well postoperatively. The explanted products will not be returned per hospital policy.

Manufacturer narrative:
Correction to the initial MDR in blocks e1 and h6. Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70 serial: (B)(6), batch: 21680425, UDI: (B)(4).

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2317700. Model: sc-2317-70. Serial: (B)(6). Batch: 21680425. UDI: (B)(4).

Event description:
It was reported that the patient experienced an increased charge burden and pain was spreading upwards in the thoracic spine as well. Lead had high impedance and top half of leads gave abdominal stimulation. The stimulation cut out occasionally even when not moving. The patient underwent an implantable pulse generator (ipg) and lead replacement procedure and was doing well postoperatively. The explanted products will not be returned per hospital policy.